Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for brachial plexus. It was reported that the patient went to charge two weeks ago and was unable to do so. It was reported that the patient had last felt stimulation, and was unable to charge or communicate with the ins 2-2.5 week prior to the report, (B)(6) 2015. The patient stated she was not able to use patient programmer at that time either. The rep noted that he had tried to interrogate with patient programmer and was unable to do so. The rep noted that patient usually charged once a week and used stimulation everyday. It was advised to look at the implantable neurostimulator recharger (insr) stats. The only information from the insr was : rr- t 0 (B)(6) 2002 (bottom line of info not collected). After getting this info (indicating that one of the charge sessions was on (B)(6) 2002) the insr went back to auto shut off. The rep tried to get the stats back up and the insr froze and patient services was forced to guide caller through resetting the insr--this erased the insr sessions as the resulting sessions showed 01-01-00. Patient services advised the r ep to try the antenna locate (al) feature and that resulted in values ranging from 46-104. After completing the al feature, patient services advised the rep to do a short physician recharge mode (prm) session. Upon started the prm, the insr showed a power on reset (por) and the rep was then able to start normal charging with 8 coupling boxes. Patient services advised to pull a file and have the ins charge to a point where the physician programmer could clear the por. The por was identified as 0x408. An overdischarged battery was confirmed. The patient claimed it went into overdischarge (od) in a span of 2 weeks. By troubleshooting it was found that there are 2 different date resets in the recharge history, but the od count was 0. This indicated that the ins has been in od at least twice, but it appeared to have been recovered from od each time by energy from an al rather than a prm, which prevented the od counter from getting incremented. The interrogate command indicates the ins thinks there are 1138 days to end of service (eos). However, if the ins implant duration counter had not been stopped because of the two ods, the actual number of days to eos should be 968 days (= 365 * 9 days - 2317 days from the (B)(6) 2009 implant to the (B)(6) 2015 mdt file). Therefore, the total time spend in the two ods (plus the time spent in sleep mode leading up to each od) was 170 days (= 1138 - 968). Estimating the ins was in sleep mode for 50 days before each of the two ods, this meant the ins spent 70 days total in od for the two ods (= 170 - 50 - 50). However, it was not determined how much of those 70 days were spent in the 1st vs. The 2nd od. The diagnostics showed that the patient did not maintain the battery well. In the past 5 years (i.e., since (B)(6) 2010, when the last physician programmer session took place) the ins had been discharged to sleep mode 88 times for a total time spent in sleep mode of 625 days. This was in addition to the two ods. It could not be determined whether the ins went into od in two weeks. The first time the ins went into od the date was reset, and the date was never corrected before the ins went into od again. Without any valid dates between the 1st ods reset of the clock, and the 2nd ods re-reset of the clock, there was no way to tell when her last recharge before the 2nd od took place. However, based on the large time between some of the recharges (6 weeks in one case, and over 2 months in another), and the patient¿s history of not maintaining the battery (88 times in sleep mode in 5 years), it was thought that the ins went into od because of patient neglect, and not because the ins battery drained in just two weeks. The patient did not have any od strikes against their device. However, the ins still went into od twice but because the ins was pulled out of od with the al feature it was not counted.